Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aorta cutter malfunctioned and caused patient 400 ml blood loss.

Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. It was stated that the device used was discarded. (B)(4).

Manufacturer narrative:
The complaint device was not returned to maquet cardiac surgery for investigation; therefore it could not be evaluated. The rep stated that the cutter used was discarded. The cutter and heartstring returned were not complaint related. A review of the certificate of conformity (c of c) for the reported device was conducted. The vendor certifies that the product has been manufactured in accordance with applicable customer specifications and drawings. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Additional information: the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm aorta cutter malfunctioned and caused patient 400 ml blood loss. Device is not returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).